Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and could not verify the customer reported event. The instrument was tested on an in-house system showing 3 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument successfully passed all functional tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The probable root cause cannot be determined.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a very large amount of white smoke was coming from the 8mm permanent cautery hook (pch) instrument while the surgeon was using the instrument to dissect tissue around the gallbladder. It seemed to be coming from the end of the shaft rather than the working cautery end of the hook. The smoke was much more than normal electrosurgical cauterization smoke and was sufficient to nearly completely obscure visualization of the surgical site. The surgeon immediately stopped using the instrument and examined the instrument both inside the patient under camera magnification, as well as outside the patient. There was no excess bioburden on the instrument; it was not submerged in any fluid (blood, bile, liquified fat, etc) at the time of the smoke cloud; the exposed cables were intact. A laparoscopic smoke evacuation device was in use and had been managing the normal cautery smoke with no difficulty. The surgeon opted to use a different hook to complete the procedure with no further difficulties. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe device integrated into the da vinci vision cart was being used. The settings used on the generator/esu were cut: 3-6, coag: 3-6. There was arching observed and the surgeon was using the hook to cauterize while dissecting. The smoking continued after the surgeon pulled the instrument away from the tissue and stopped the cautery energy. There was no injury to the patient and the patient has not had resulting complications. There were no collisions among instruments/tools. There had been nothing unusual or different about the procedure, or how the surgeon was performing the procedure. The instrument did not touch any staples, clips, or sutures while energized. There were no video recorded for the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.